Manufacturer narrative:
Alleged failure: buttons pressed does not work/works plugged into different unit/please eval/ the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, the device had the power board short when activating the rf. Based on this, there was a thermal event.